Event description:
A company representative spoke to a physician about device end-of-service follow-up and it was identified that the patient was deceased. The physician¿s office did not have any additional information regarding the death. An obituary search identified the patient died on (B)(6) 2016. Follow-up to the funeral home where services were performed provided the home did not have the cause of death available, and that the device had been buried with the patient. A review of the manufacturer¿s in-house programming history database provided the device diagnostics were within normal limits and the device was expecting to be delivering therapy at the time of the patient¿s death. Additional relevant information has not been received to-date.